Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. Stryker was unable to determine the cause of the customer's issue. The customer declined repair and requested a replacement device. Stryker archived the customer's device.

Event description:
The customer contacted stryker to report that their device will not turn on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not turn on. There was no patient involvement reported with the event.